Manufacturer narrative:
The complaint and returned sample were submitted to vygon (B)(4) for evaluation. Vygon reported that microscopic inspection of the returned sample showed a small hole at the junction between the catheter and wing. As the catheter was working well for 12 days, and each device is leak and flow tested at production, vygon (B)(4) is unable to confirm the complaint. No corrective action will be instituted at this time. However, vygon has entered this incident into the complaint log and will continue to be vigilant for this type of complaint.

Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
Catheter was in place for 12 days, when a leak was noticed during the first dressing change.